Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited intermittent capture. The patient would be scheduled for device reprogramming.